Manufacturer narrative:
The purpose of this follow-up report is to provide corrected and additional information (in the form of device evaluation findings) completed after the initial report was filed. The following information has been corrected from the initial report: device evaluated by manufacturer: returned - no; evaluated - yes. Although the customer initially indicated the intent to return the device, it was not returned to the manufacturer. Therefore, an evaluation of manufacturing records was conducted, as noted below. The following additional information resulting from the device evaluation is being added: the product was not returned. Therefore, the device evaluation consisted of a review of the production and inspection records. The device evaluation conducted by (B)(6), hoya quality assurance, on 21-jan-2016, found that there were no abnormalities in the production and inspection records of the product. The exact root cause was not determined. However, based on the investigation, the issue is not believed to be product related.

Event description:
The trailing haptic snapped off when the doctor was injecting the lens into the eye. This is the second lens that was implanted into this patient with the same outcome.

Manufacturer narrative:
This issue is being considered a malfunction of the device and is MDR reportable. This is the second lens implanted in the same patient with the same outcome. The haptic snapped on both lenses that the doctor attempted to implant. ((B)(4)). No injury to the patient was reported. Upon device return, the product will be analyzed to determine root cause of the torn haptic during intraocular lens (iol) implantation.

Event description:
The trailing haptic snapped off when the doctor was injecting the lens into the eye. This is the second lens that was implanted into this patient with the same outcome.